Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose and experienced diabetic ketoscidosis. The customer's blood glucose level at the time of the call was at 331 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they found very big bubbles in the reservoir compartment. The customer declined trouble shooting or assistance with their insulin pump. No further information was provided.